Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted on an unknown date. According to the complainant, the stent was being placed due to a benign indication. During a stent removal procedure (exact date unknown), tissue ingrowth was noted within the stent. When the physician attempted to remove the stent, difficulty was noted and the stent was unable to be removed. Reportedly, the physician will make another attempt to remove the stent or will place another stent. The stent remains implanted. There were no patient complications reported as a result of this event. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of stent difficult to remove. (B)(4) for the reported event of stent tissue ingrowth. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.